Event description:
The consumer reported using patch for 4 hrs until it felt uncomfortable and was removed. The reporter claims the skin was burned and that skin came off in two areas the size of a half dollar. The reporter sought medical attention and was treated with neosporin and bandages. The burned spots have since healed.

Manufacturer narrative:
No product is available for examination and testing to determine the root cause. The lot number provided was incorrectly reported to the manufacturer by the consumer. Therefore, trend analysis for this unk lot number is unavailable. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices and therefore, is submitted voluntarily and proactively by the manufacturer to enhance product safety and pharmacovigilance.